Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "High", although specific value was not provided on (b)(6) 2026. The elevated BG was addressed by a correction bolus via the pump. The customer changed infusion set and cartridge to resolve the occlusions. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.